Event description:
It was reported that the patient's artificial urinary sphincter cuff did not close enough. The patient reported recurring incontinence since implant. The system was replaced following physical examination and pad test. The patient had no further problems. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of malfunction was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT.the report number is being corrected from: 2183959-2018-61731to: 2183959-2018-61553.

Event description:
It was reported that the patient's artificial urinary sphincter cuff did not close enough. The system was replaced. The patient had no further problems. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2183959-2018-61731 to: 2183959-2018-61553.

Event description:
It was reported that the patient's artificial urinary sphincter cuff did not close enough. The system was replaced. The patient had no further problems. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's artificial urinary sphincter cuff did not close enough. The patient reported recurring incontinence since implant. The system was replaced following physical examination and pad test. The patient had no further problems. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 12:14 pm CT. The report number is being corrected from: 2183959-2018-61731 to: 2183959-2018-61553.